Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 220 units of insulin. Subsequently, cold insulin was being used to fill the cartridge. There was no impact to the customer's blood glucose level. Tandem technical support educated the customer on the insulin gauge calculations of the pump.